Manufacturer narrative:
It was reported that the patient had a hysterectomy in (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse and fecal incontinence and mesh was implanted. It was reported that the patient had concurrent procedures of an anal sphincteroplasty and posterior colporrhaphy performed during mesh implantation. It was reported that the patient underwent removal of sling on (B)(6) 2011 due to urinary retention.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, and vaginal discharge. It was reported that patient underwent sling revision on 2012 by dr. (B)(6) and a mesh revision on (B)(6) 2014.